Event description:
Healthcare professional reported approx 4 months after injection with juvederm voluma with lidocaine in the cheeks and juvederm ultra xc in the nasolabial folds the pt developed swelling, soreness and soft nodules of the cheeks as well as soreness, and "swelling of the inferior eyelid (bilateral)". The healthcare professional does not believe the juvederm ultra xc had anything to do with the pt's symptoms. The pt was treated with prednisone; symptoms resolved nine days after onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of swelling, soreness and soft nodules are physiological complications and analysis of the device generally does not assist. Allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.